Manufacturer narrative:
Philips has investigated the complaint. The philips field service engineer (fse) inspected the system on site and confirmed that the system did not start up, it was stuck at 0. Review of the system log file confirmed the malfunction in flex vision pc and the host pc couldn¿t connect with the flexvision pc. Upon troubleshooting, fse found the defective flexvision pc. To resolve this issue, fse replaced the flexvision pc and hdd (hard disk drive). The defective flex vision pc was returned to philips for analysis and the cause of the failure could not be conclusively determined by the supplier's part analysis. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system did not start up, it was stuck at 00:00. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.